Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, in the middle of insertion of the retrieval bag into the trocar to collect the resected stomach, creaking sound was generated. The surgeon felt strong resistance despite of that the catch was able to be inserted into the abdominal cavity and the specimen collection was performed. The bag tip was closed and the trocar sleeve was removed to the outside of body, and an attempt was made to pull the shaft of the catch out of the trocar after specimen collection ,but it could not be pulled. A new trocar was taken out, and the procedure was completed without problem after checking the inside of the abdominal cavity. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the product was returned used, without the pouch. No visual abnormalities were noticed. The device was retuned stuck inside of a trocar. Functional testing could not be done due to the device being returned stuck inside of a trocar. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.